Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not active. A field service engineer (fse) checked the auxiliary half-height drawer 5.1 in hardware test application (hta) mode. The drawer was reactive in hta mode, with all pockets responsive. The rear controller board was checked, and both central rear controller boards were verified to be within tolerance using a multimeter. The retract mechanism for both drawers appeared to be in good working order. The fse reseated row cable at the rear controller board and reboot, the drawer was responsive. The fse replaced the backup battery, and the rear bumper kit and network plugs were installed. The system functioned as intended after the field service engineer repaired the device.